Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2additional information was received that the device was constantly rinsed with saline solution. There was no damage to the wire at all.

Event description:
It was reported that during a pipeline embolization device 4.50mm x 12mm was used to treat an unruptured saccular aneurysm located at the left internal carotid artery just before the bifurcation of the m1/anterior cerebral artery. The pipeline was implanted and properly disconnected. The microcatheter was then advanced distally through the stent to retrieve the ptfe sleeves. However, this proved impossible as the sleeves could not be inserted into the microcatheter. The resistance was so high that the physician decided to withdraw the microcatheter along with the delivery system. This was successful without complications. The surgery, including the implantation, then proceeded without further complications. Angiographic results post procedure indicated good placement. The access vessel was the carotis internal, which was 5.5mm in diameter. The patient's vessel tortuosity was normal. The aneurysm max diameter was 6mm, and the neck diameter was 3.5mm. The landing zone was 3.5mm distal and 4.3mm proximal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID ped2-450-12 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.